Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had excessive no delivery alarms for the past year leading up to the call. Customer stated that she performs set changes up to twice in a day, but the no delivery alarms persist. Blood glucose level near the time of the call was 266 mg/dl. The customer stated that she had gone to the emergency room due to a blood glucose level or 366 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.